Event description:
The service report shows that the device volumes were out of specification during a performance evaluation. The co service technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.